Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify three striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: three striated edge opening on posterior side due to surgical damage.

Event description:
Device has been explanted.